Manufacturer narrative:
H3, h6: the arm that supports the monitor was returned to the manufacturer for evaluation. There was no failure found. The returned arm had a couple of damaged screw covers, but was otherwise fully functional. The arm supported the weight of the monitor in any position. Codes b01, c19, and d14 are applicable. The system control unit (scu) was returned to the manufacturer for evaluation. In brief, no fault was found with the scu. A check of the event log of the returned scu did not show any adverse events. The scu was found to have normal tracking for all three ports. This scu had not been previously returned for a failure. Codes b01, c19, and d14 are applicable. The computer was returned to the manufacturer for evaluation. In brief, no fault was found with the computer. The computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports- hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes b01, c19, and d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 product ID: 9735820r, lot #: t901169 product ID: 9735764r, lot #: 2532f04571 h3, h6 and d10 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 b5 and d10 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during the procedure, the active frame suddenly became undetectable, although the passive probe was recognized. Neither restarting the system nor replacing the active frame resolved the issue. It was noted that there was an issue with inaccuracy that applied to all instruments. After a while, the active frame was recognized, but the accuracy was greatly misaligned. The use of navigation was discontinued and the procedure was completed. It was also noted that there was main monitor arm and camera grip damage. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
Correction to section e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a recognition failure with the active probe, but since no issue was found with the probe itself, it was possible that problem occurred on the computer side hence it was returned.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 product ID: 9735820, lot #: t901169 b5 and concomittant products updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a malfunction occured in which the system control unit (scu) was not recognized.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during the procedure, the active frame suddenly became undetectable, although the passive probe was recognized. Neither restarting the system nor replacing the active frame resolved the issue. After a while, the active frame was recognized, but the accuracy was greatly misaligned. The use of navigation was discontinued and the procedure was completed. It was also noted that there was main monitor arm and camera grip damage. There was a delay of less than 1 hour and no impact on patient outcome.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a discrepancy of several centimeters between the area being physically touched and the position displayed on the navigation system. The cause was unknown. It was noted that a second frame was used but the situation did not improve.

Manufacturer narrative:
H2 additional information: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.